Event description:
The facility reported the device turned on by itself. The reported situation occurred while the device was in the biomedical engineering department. No patient injury has been reported. No additional details are available.